Manufacturer narrative:
The valve was received for evaluation. DHR: product code: 82-3113 with lot: 126537 conformed to the specifications when released to stock. UDI : b)(4). Manufacturing date 22nd march 2017. Expiration date: 28th february 2022. Failure analysis: the valve was visually inspected with no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could be due to buildup of protein this may cause an occlusion, no occlusion was noted during the investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted to treat hydrocephalus. The patient was symptomatic for shunt malfunction, and MRI showed ventricular enlargement. Patient started having worsening symptoms including headache, nausea/vomiting, irritability, hallucinations, increased sleepiness, and not talking. On valve exploration, there was good flow from the ventricular catheters. Testing flow through the valve and distal tubing was slow and stopped around 31cm of water in a manometer. Disconnected the valve, and flow through the distal catheter was good. The valve was replaced with another codman medos valve. No complications with improved symptoms.